Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer's blood glucose level was not impacted. It was indicated that the customer would use injections of lantus/novolog as alternate insulin therapy.